Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient's wife who stated that patient was in the hospital with a uti and other problems. Patient would not be able to track due to the inability to move and that they were wearing a depends. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.